Event description:
It was reported that a patient sustained burns of unknown severity following treatment with a lumenis lightsheer duet laser system. The user facility further reported the patient sought medical advice and treatment from a physician not associated with the treating facility. No information describing the type of medical intervention prescribed by the outside physician was provided.

Manufacturer narrative:
Lumenis investigated the reported adverse event contacting the user facility to request patient treatment records and patient photographs. To date the facility has not responded to the request. A lumenis engineer examined the subject device and completed performance tests of all specifications concluding the device operated to manufacturer's specifications. The engineer noted that the highspeed handpiece had surface burns on the diode window consistent with device operator failure to maintain the device per manufacturer's labeling. The engineer also noted that the accessory disposable treatment tip insert was very dirty. The engineer provided photographs of the condition of the tip to lumenis clinical expert for review. A review of subject device labeling found the following caution statement for the maintenance of the hs handpiece disposable insert: "the hs handpiece uses a removable, disposable insert that attaches to the handpiece aperture, and which must be replaced between patients, or during patient treatment if the tip becomes dirty or if the internal filters become clogged. Replace the disposable insert as needed, according to the instructions provided in the maintenance section of this manual." A lumenis clinical expert reviewed the reported event details and photograph of the subject disposable tip concluding device operator failure to maintain the device according to manufacturer specifications to be the root cause of the event reported.